Manufacturer narrative:
This report is for an unknown tfna blade/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, revision surgery was performed on a trochanteric fixation nail-advanced (tfna) system due to a subtrochanteric nonunion. The procedure outcome was unknown. The patient was doing well and there was nothing wrong with the original tfna nail, blade or screw. Patient was revised to 12mm tfna nail. Concomitant devices reported: tfna nail 11mm (part # 04.037.154s, lot # h570723, quantity 1), locking screws (part # unknown, lot # unknown, quantity unknown), tfna end caps (part # unknown, lot # unknown, quantity unknown). This report is for one (1) unknown tfna blade. This is report 2 of 4 for complaint (B)(4).